Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found that would contribute to a failure of the adhesive pad to adhere. The cause of the reported adhesive pad failure could not be determined. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of this damage could not be determined. During investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during a leak test. The fluid path was inspected and no issues were found that would result in leaking during wear. An external power supply was used to power the pcb to download the data due to a depleted battery. The data shows an 0x1c alarm was generated during the device's run, indicating the pump had reached the pump expiration time. The download data confirmed the device ran for 80 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 358 mg/dl while wearing the pod between 36 and 48 hours. Patient's mother reported the pod was leaking, causing the adhesive to loosen. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied and boluses (4 units each) were delivered every 30 minutes until bg levels decreased.